Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that the receiver shut down unexpectedly. The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding an error related to the complaint. Functional testing was performed and it passed. The receiver case was opened, the internal inspection failed due to a damaged battery. The allegation was confirmed. The root cause was determined to be a damaged battery. No injury or medical intervention was reported.